Manufacturer narrative:
The device was reported to undergo technical evaluation by the distributor and all functional aspects were found to be working properly. The device was subsequently returned to the manufacturer service center for additional technical evaluation, which was performed in four phases: standard incoming analysis, in depth functional testing, partial disassembly and component testing, and complete disassembly and testing of components associated with the angulation system. No evidence was found that a technical failure may have prevented the device to reverse from a retroflex position during its intended use, and no potential root cause was discovered for the reported issue.

Event description:
It was reported that after polypectomy completion, the physician experienced resistance during the final stage of the colonoscopy when attempting to withdraw the endoscope, beginning at approximately 60 cm distance from the anus. According to the report, the endoscope became stuck in the retroflex position and required surgical intervention for removal.